Event description:
This report is to advise of an event observed during analysis

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain.